Event description:
Staples were released to proximal and distal end but did not come in the middle of the staple line. Per report: the abdomen was initially explored, and no abnormalities were noted. The pylorus was identified and approximately 5cm proximal to the pylorus the stomach was elevated. Using harmonic scalpel, the omentum was taken down carefully. This was continued along the greater curve to the diaphragm. Care was taken to avoid injury to the stomach and the spleen. Further dissection was done to completely free the proximal stomach and fully mobilize the fundus of the stomach. A 40 fr bougie was advanced under direct vision by the anesthesia team. The bougie was carefully placed along the lesser curve and into the antrum. At the start of dissection, a stapler was used to start the creation of the pouch. The stapler was placed slightly away from the bougie to allow for the appropriately sized pouch as well as not get too close to the bougie. A green cartridge, then green x1 and gold cartridges with buttress were used to create the sleeve. The last firing of the staple line did not function normally. Everything had been going straight forward. On the last firing, the stapler was in great position and waited the required 15 seconds. There was no significant crossing of the staple lines and the stapler had no staples, etc. In the jaw. Upon activation of the stapler, the tissue migrated severely in the jaw of the stapler. I could not see staples formed posteriorly. At this point I took a suture and pulled laterally this area of the staple line. I fired a new stapler inside of the questionable area and the stapler worked perfectly with adequate formed staples. I inspected both specimens and there were no formed staples for about 0.5-1cm. The new staple line looked good with good staple formation.